Manufacturer narrative:
The associated devices were returned and evaluated. The biolox forte ceramic liner fractured due to a brittle failure mechanism. The liner fractured in a mechanical overload scenario, which can occur if the forces applied to the device exceed the strength of the material. Metal transfer was found on the articulating surface of the femoral head. No deformation or significant damage of the liner locking ring was visually observed. It is unknown from the information provided if the observed metal transfer on these components were sustained during removal of the device or were due to impingement of the components in vivo. This device was part of field action initiated in 2011. It was identified that the manufacturing process completed for several batches of r3 ceramic liners may have created a lower than expected strength for the liner. If additional information is received in the future, this complaint will be reopened.

Event description:
It was reported a revision surgery was performed due to broken liner.